Manufacturer narrative:
(B)(4). Only event year known: 2019. Batch # r94076. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 1 conforming clip. The device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly the advancer was confirmed to be bent. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch number r94076, and no non-conformance's related to the reported complaint condition were identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. The following information was requested but unavailable: when the el5ml was difficult to remove from the trocar, how was the device removed from the patient? Was there any change in the procedure due to the event?

Event description:
It was reported doctor uses el5ml to ligate vessel for gs procedure but after few triggers, the el5ml was blocked, can't be fired anymore. And then el5ml can't remove to the 5 mm trocar. There were no patient consequences.